Event description:
Customer reported the alarm is not in working condition. Customer could not provide any more info. Customer did not provide the date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product found that the nurse call light goes off when the cable is moved in the nurse call receptacle. Nurse call receptacle moved when the cable is plugged into it no visible external damage to the alarm case. (B)(4).